Manufacturer narrative:
The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. The customer reported that the infusion was completed with a cold fluid (blood) and the setup was incorrect (height of the pump was wrong). Per the spectrum iq operator's manual, 41018v0900: "rate accuracy can be affected by variations in head height, back pressure or any combination thereof. Fluid viscosity and ambient temperature contribute to this variation." The effect of fluid container height and viscosity on flow accuracy is described in the spectrum iq operator's manual, appendix b, and instructs the user to: "always hang the fluid container so that the level of fluid in the container is 610 ± 51 mm (24 ± 2 in) above the center of the infusion pump." The device was not returned, and the serial number is unknown; therefore, a device analysis could not be completed. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused albumin. It was also reported that the under infusion was due to user error due to the use of cold blood and the height of the pump was incorrect. There was no known patient injury or medical intervention associated with this event. No additional information is available.